Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, patient is reported to be doing well. No problems were noted.

Event description:
An optometrist reported dry eyes and light sensitivity in a patient's left eye 2 months 21 days after lasik. Upon follow up, patient was prescribed artificial tears and cyclosporine ophthalmic emulsion to use. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).